Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. Insulin pump had no button response due to corroded keypad traces. Scratched display window and cracked belt clip slot noted.

Event description:
Customer reported a button error alarm on the insulin pump. Customer's current blood glucose reading is 165 mg/dl. No further information reported.